Event description:
Coopervision was made aware june 06, 2013 of a patient complaint of bilateral eye infections that occurred on (B)(6) 2011. At that time the patient was seen in urgent care where he was treated and advised to stop wearing lenses. Good faith effort was made to obtain medical information and no additional information was received. The lenses were not returned for inspection. Only lot numbers are known. The complaint cannot be confirmed. This complaint is reported in abundance of caution.

Manufacturer narrative:
No lenses were returned for evaluation. The compliant is unconfirmed.